Manufacturer narrative:
Isi has reviewed the site's system logs with a procedure date of (B)(6) 2019. Isi confirmed that none of the blue stapler 45 reloads returned by the site were used during this procedure. However, intuitive has received the first stapler 45 reload blue allegedly reported with this incident. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Upon visual inspection, the reload appeared to be used and fully fired without any issues. No damage found to the cartridge. The reload was opened for inspection and found no damage to the lead screw. No missing pushers were observed. The blade exhibited mechanical damage. The site had returned 12 more blue stapler 45 reloads (41645b-05) for failure analysis. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2019. Isi confirmed that none of these blue stapler 45 reloads returned by the site were used during this procedure. Failure analysis for 5 of the 12 blue stapler 45 are as follows: upon visual inspection, the reload appeared to be returned used and fired without any issues. No cartridge damage was observed and no pushers were found missing. The reload was opened for inspection. No damage to the lead screw or the knife was observed. Failure analysis for 4 of the 12 stapler 45 blue reloads are as follows: these 4 stapler 45 blue reloads were returned in its original packaging: failure analysis investigations confirmed there was no trouble found. The reload was placed on an in-house stapler and was fired on a test sheet. No issues were found. A clean line was cut and all staples formed. Failure analysis for 3 of the 12 returned blue stapler 45 reloads are as follows: reload #1: upon visual inspection, the returned reload appeared to be unused. The reload was installed in a si stapler 45 and placed on the in-house system. A ¿used reload installed. Install new reload¿ error appeared. The reload was opened for inspection and found no damage to the cartridge. No damage to the lead screw or the knife was observed and no pushers were found missing. Reload #2: the reload was found to have a firing failure. The reload was found to have the knife exposed within the knife track. The reload fired approximately 3/4 of the staples before the blade became exposed. The exposed blade was not damaged. The lead screw was found to have no damage. The reload blade was found to have no damage. The reload was found to have cartridge damage. Reload #3: the reload was returned partially fired and had a knife exposed within the knife track. A review of the logs were not available. The reload was opened for inspection and found cartridge damage, likely caused by the lead screw during the misfire. There was no blade damage and no lead screw damage caused by the shuttle. Additional information: upon inspection, the lead screw was damaged in-house upon removal from the cartridge. Intuitive has received a stapler 45 instrument pn: 410298-12/t10181024 0251 that was used on this date of event. Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed but did not replicate the customer reported complaint. The instrument was found to have a firing failures based on log review. Review of the msc log found that the instrument produced error code "32075" during fire. Error code 32075 states that "the motor pack, instrument or cartridge may be mechanically jammed". The instrument was installed and tested on an in-house system. The instrument passed initialization test. The instrument clamped and fired successfully. Intuitive has received the stapler 45 instrument pn: 410298-14/t10190311 653 used on this date of event and completed investigations. The instrument was found to have a firing failure based on log review. Review of the remotefe log found that the instrument generated error code "32075" "stapler could not complete firing." The instrument was placed and driven on an in-house system. The instrument passed initialization tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument clamped and fired successfully. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2019. According to the system logs, there were 2 stapler 45 instruments used. The first stapler 45 instrument (pn: 410298-14/t10190311 653) had a partial fire with a blue reload on its first firing attempt, but completed the subsequent 6 firings with blue reloads. The second stapler 45 instrument (pn: 410298-12/t10181024 0251 ) had a partial fire with blue stapler 45 reload on its second fire. There were no incomplete clamps in this procedure. This complaint is being classified as a reportable event due to the following conclusion: it was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, patient allegedly experienced a staple line leak that required the surgeon to over sew on the staple line. However, at this time, the root cause of the staple line leak is unknown.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, it was alleged there was a staple line leak. The surgeon had to over sew the staple line in order to repair the leak. Intuitive surgical inc. (Isi) contacted the isi clinical sales representative (csr) to obtain additional information regarding the reported event: however, the csr was unable to provide additional details regarding the reported event.